Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer planned to use a backup insulin pump to ensure continuous insulin delivery.